Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient received the replace generator message. As such, surgical intervention took place wherein the ipg was explanted and replaced with a new ipg to address the issue. Reportedly, therapy was confirmed post operatively.

Event description:
Additional information indicates that ipg did not communicate with external devices following the replace generator message.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.